Manufacturer narrative:
(B)(4). The pipeline flex delivery system was returned for evaluation with the microcatheter. As received, the pipeline flex delivery system was found outside the microcatheter. The pipeline flex braid was not attached to its pushwire. The tip coil appeared to be stretched. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent near the distal tip coil as well as at a section near the proximal end. The ends of the pipeline flex braid were found fully opened with damage. Based on information provided by the customer, the report of pipeline flex failure to open in the distal section was confirmed. However, the received pipeline flex braid was found fully opened with damage at both ends. It is possible that the damaged braid may have contributed to the reported issue, but the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. In this event, user error may have contributed to the issues as the physician continued to advance the pipeline flex delivery system despite resistance. Per pipeline flex instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the microcatheter against resistance may result in damage to the micro catheter, or the vessel.¿

Event description:
Medtronic received report of pipeline flex damage during a procedure. The patient was being treated for a ruptured, blister aneurysm in the right, c4 internal carotid artery (ica). Landing zone artery size was 4.75mm distal and 4.0mm proximal. The vessel was moderately tortuous. A continuous heparinized saline flush was used during the procedure, as per IFU. It was reported that the pipeline flex was advanced with resistance in the catheter hub. At deployment, the distal section of the pipeline flex did not open. The device appeared kinked and did not appose the vessel was expected. No techniques were attempted to open the device. The pipeline flex was resheathed and removed from the patient. New devices were used to complete the procedure. There was no report of patient injury as a result of this event.